Event description:
The user facility reported that during reprocessing of the subject device with an unidentified cleaning, disinfection and sterilization machine, it was observed that the channel was clogged, and an error message occurred concerning a leakage. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the air and water supply volumes were out of specification due to the clogging of the air/water channel and nozzle with foreign material. This report is being submitted for the malfunction found during the device evaluation (foreign material).

Manufacturer narrative:
In addition to the foreign material in the air/water channel and nozzle, service found the insertion tube was wrinkled, and the universal cord was peeling. The light guide lens was chipped and cracked. The scope case and plug unit were cracked. The scope connector port was dirty. Several of the device components demonstrated scratches and discoloration. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 17-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the reprocessing with using non-lint free gauze or the lint entered the air and water (a/w) channel and clogged in the nozzle. It is also likely a piece of injection tube or silicone rubber product or the like entered in the channel and clogged in the nozzle. The event can be detected/prevented by following the instructions for use which state: operation manual preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities operation manual inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Reprocessing manual: preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories: clean the external surface: immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Preclean devices immediately after procedure. Otherwise, organic tissue from patients possibly adheres and not able to be removed by reprocessing. Remove clogging by feeding a/w channel in precleaning. Clean external surface of devices with clean gauze/sponge while taking care not to remain foreign material in a/w nozzle opening. Olympus will continue to monitor field performance for this device.